Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately treated with anti-tachycardia pacing (atp) therapy for a sinus tachycardia episode detected as a ventricular tachycardia (vt)/ventricular fibrillation (vf) by the implantable cardioverter defibrillator (ICD). The ICD was reprogrammed and remains in use. It was further reported that the right atrial (ra) lead has undersensing and far field r-wave (ffrw) oversensing. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.